Event description:
The initial attorney report alleged pain, infection, and mesh explant. The following is based on the medical records provided by the pt's attorney: (B)(6) 2004 - repair of a large ventral hernia with composix ex mesh. Adhesions to the anterior abdominal wall involving the omentum and bowel were noted and lysed. A portion of omentum was removed due to its oozing and fragmentation. Following this there was further adhesional lysis involving the bowel and loops of bowel to pelvic walls and posterior uterus. At this time the pt also underwent an abdominal hysterectomy, bilateral salpingo-oopherectomy, appendectomy, and the excision of one possibly two previously placed unspecified mesh. On (B)(6) 2004 - presented to the ER after wound separation. Admitted for wound dehiscence, cor pulmonale, copd, and obstipation. Her skin was reapproximated with sutures and next day surgery was scheduled. On (B)(6) 2004 - consultation notes the pt likely has (B)(6). Pt requested to be transferred to another institution. On (B)(6) 2004 - excision of composix ex mesh with placement of composix kugel mesh to repair her recurrence. Herniated small bowel was noted to be dissected and mobilized away from the mesh. On (B)(6) 2004 - admitted for irrigation and drainage of abdominal wall surgical site infection. Cultures grew out klebsiella and (B)(6). On (B)(6) 2004 - incision and drainage of abdominal wound. The mesh was noted to be completely unincorporated. On (B)(6) 2004 - excision of composix kugel mesh from incisional hernia site.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an additional implant. Based on the info available at this time, no definitive conclusions can be made. This is an obese patient with comorbidities of diabetes and copd who has a history of multiple abdominal surgeries. The implant of the composix ex mesh was complex and included multiple procedures including a mesh explant. Lysis of adhesions was performed with the removal of a portion of the pt's omentum which was noted to be oozing and fragmented. It is possible that the composix ex mesh was implanted into a compromised environment as a possible (B)(6) infection was noted during a consultation two weeks post implant. The pt requested to be transferred to another institution prior to a scheduled composix ex mesh explant and a culture report taken two weeks later was (B)(6) for (B)(6). The info provided indicated that the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. It was also indicated that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample has been returned for evaluation. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. See MDR 1213643-2007-00572 for info related to the composix kugel mesh implanted on (B)(6) 2004.